Event description:
It was reported that the device suddenly posted a specific error message during use and performed a reboot. Ventilation continued afterwards but the user decided to replace the device in a controlled maneuver in abundance of caution. No patient consequences have reportedly occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into on-site examination of the device. However and, based on the specific error code the device reportedly posted, the event can be considered the recurrence of a phenomenon that is known and investigated already. The evaluation of earlier cases concluded that a motor speed deviation must occur as a precondition. If - with this deviation being still active, a second deviation in the software processing comes into effect this will trigger a reboot of the entire system to remove the error condition. If a reboot is initiated, the device opens the airway system to ambient to allow spontaneous breathing and posts a corresponding alarm to alert the user. A typical reboot sequence lasts a few seconds only, ventilation is being resumed afterwards with previous settings. The aspect that the device remained in use and did not exhibit new deviations substantiates the assessment that the occurrence depends on a minimum of two specific preconditions that occur in parallel with low probability only.